Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button on the pump was no longer working to activate the screen. Subsequently, the customer received a cartridge alarm (cartridge alarm 19) during basal delivery. The customer's blood glucose level was 147 mg/dl. Reportedly, the customer would continue use of the current pump until the replacement pump was received.

Manufacturer narrative:
The failure investigation was completed and the reported issue was verified. A different issue was also identified.